Event description:
It was reported that when the user tried to drain the water from foley catheter placed in patient, the drained water was found to be turned yellow. Also, it was stated that the 20cc of water was drained. It was mentioned that this might have been due to an error in the technique when water was injected and withdrawn during implantation. Per additional information via email from ibc on 13jan2022, the water removed from the balloon was yellow. It was unknown whether the lumen had leakage and also unknown whether the technique error occurred or not.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the user tried to drain the water from foley catheter placed in patient, the drained water was found to be turned yellow. Also, it was stated that the 20cc of water was drained. It was mentioned that this might have been due to an error in the technique when water was injected and withdrawn during implantation. Per additional information via email from ibc on 13jan2022, the water removed from the balloon was yellow. It was unknown whether the lumen had leakage and also unknown whether the technique error occurred or not.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the user tried to drain the water from foley catheter placed in patient, the drained water was found to be turned yellow. Also, it was stated that the 20cc of water was drained. It was mentioned that this might have been due to an error in the technique when water was injected and withdrawn during implantation. Per additional information via email from ibc on 13jan2022, the water removed from the balloon was yellow. It was unknown whether the lumen had leakage and also unknown whether the technique error occurred or not.